Event description:
It was reported that during a da vinci s prostatectomy procedure the surgeon noticed the feeling in the left hand was not normal. The surgical staff removed the precise bipolar instrument from arm number two and visualy inspected it. The nurse found that the jaw was not engaged completely and that the jaw shifted in the direction vertical to the open and close direction. The staff replaced the instrument and the planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported issue. The instrument was retuned with the grips not aligned with each other. One grip tip was bent,causing side to side misalignment of the grips. There was a .0450 offset at the tips. Damage was likely due to mishandling. Additional observation not reported by site was deep scratches on main tube. The distal end of main tube had various scratches that exhibited light material removal and a rough surface finish. The scratches varied in size but were mostly small and thin. Damage is likely due to mishandling. Electrical continuity test passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.